Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that a doctor questioned the anion gap on one patient when running on the alinity c processing module. The anion gap is a calculation that relies on measuring specific cations, na+ and k+ and specific anions, cl- and hco3-. The equation is as follows: (na+ + k+) ¿ (cl- + hco3-) = anion gap. The following data was provided by the customer: on (B)(6) 2023 at 6am, sid (B)(6), (84-year-old female): chloride: reference range 98-107 meq/l (meq/l are equivalent to mmol/l) initial result = 123 repeat result on another instrument = 107. Anion gap: reference range 7-12 initial result = -18 repeat result on another instrument = 11 . There was no impact to patient management reported.